Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session without further errors.